Event description:
Per the clinic, the patient discontinued use of the device due to non auditory pain/sensation with device use.

Manufacturer narrative:
This report is filed june 16, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed november 12, 2013.